Event description:
Following uneventful plasma donation, the donor developed aphasia and was unable to move right arm or leg. Donor was taken to ER where CT scan showed a cerebral vascular accident due to a blood clot of unknown etiology. This person has been a plasma donor since 1997 with no known adverse reactions or significant problems with donations. Center staff report no problems on any of the equipment or disposables used during this procedure. This MDR is filed for the needles as a concomitant product only.